Event description:
Customer reports: the tube was inserted on (B)(6) 2022 and a broken shaft was discovered and tube was removed on (B)(6) 2022.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One decontaminated sample was received at the cardinal health site. A visual and functional inspection according to product specification was conducted by inflating the balloon with water and a leak was detected from a pinhole in the middle part of the globe. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The root cause and action plan were initiated to the supplier as a corrective action report (scar). A formal corrective/preventative action report (CAPA) has been opened to further investigate this issue.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed since no photographs nor actual sample/s were received for evaluation. Based on the present information, and since no photo sample was provided and no actual sample was received; a possible root cause cannot be determined. The reported complaint could not be confirmed nor related to a manufacturing process. Based on historical review, a formal corrective/preventative action CAPA was generated to the supplier (scar) as corrective action of reported condition.